Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the device seemed not to work properly. It was reported the patient had the interstim implant on the afternoon on (B)(6) 2018 and it had worked since it was put in. There were no further complications that have been reported as a result of this event.